Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used for the treatment of a type ia endoleak in an unknown stent graft system during the endovascular treatment of a 66mm abdominal aortic aneurysm. The proximal to distal aortic diameter measured 20-21mm with neck length noted at 29mm. The proximal neck angulation was noted as 100 degrees, suprarenal angulation 120 degrees with 10% calcium noted at the seal zone. It was reported during the index procedure that one endoanchor dislocated and did not adequately penetrate the aortic wall. It was noted that the location where the endoanchor was implanted was without calcification. Follow up on (B)(6) 2018 revealed the left proximal endoanchor is located in aortic neck. The cause of the event is undetermined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Additional information received; it was reported that the stent graft that was implanted in the patient was a non-mdt stent graft system. It was also reported that the type ia endoleak that was observed during follow up, is continuing without treatment. If information is provided in the future, a supplemental report will be issued.